Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. However, the customer provided pictures of a kinked catheter in different locations of the shaft; consequently, confirming the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure with a blazer prime xp to treat flutter, the device was defective (kinked) and the procedure was rescheduled. The patient was sedated at the time the procedure was cancelled. Patient complications were not reported. The device is not expected to be returned for analysis. Despite multiple follow-up attempts, no further information was provided.